Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07878. It was reported that the patient presented for a routine generator change. During the procedure it was noted that the right atrial lead exhibited insulation break. It is unknown if it was due to incision of pocket or not. The lead was capped on (B)(6) 2020. A new lead was inserted with good initial lead measurements. Subsequent review of new data from the new lead revealed an adequate pacing threshold. The lead was attempted to be moved into a new position, however lead malfunction with the helix occurred and the helix was unable to be retracted into the lead. The lead was unable to be repositioned and subsequently abandoned. The procedure was completed successfully with a second new lead. The patient was stable.